Event description:
Product = freestyle libre 3 plus sensor lot 1246707 - sn (B)(6) exp 11-30-2025 - this product is reading too high. I use a libre 3 handheld reader to monitor my glucose. I use the same reader to check my blood when the sensor reading seems off. I use the precision neo strips lot 45001 88989 exp 5-31-2026. Reader sn (B)(6) reader 1.012 version 1.08.3.1c. The sensor product (listed above) reading was 161 (horizontal arrow) and the blood reading was 128 at 10:21 this morning ((B)(6) 2025). This is the third sensor of this lot I have reported to abbott indicating the sensors are reading way too high. I have been using the libre system for years (libre 2, 3 and now the libre 3 plus). Abbott is replacing the sensor each time I call but they are claiming these sensors are within the 20% for accuracy. What concerns me is they are basing that 20% off the inaccurate reading (the 161). The blood reading, which should be the gold standard and the basis for accuracy should be used - not a false reading from a faulty sensor. Using the blood reading of 128 (20% = 25.6) which means any sensor reading over 153.6 is over the 20% threshold. Basing a threshold off an inaccurate reading is bad science and I feel compelled to report this as a patient. I have now had 3 sensors of this lot which as a patient are reading inaccurately too high in my estimation. I do have more (unused) sensors of this lot. I have screen shots of the blood reading and the sensor reading which shows the exact time. I use the libre 3 plus sensor to base decisions on managing my diabetes which are difficult when I am not getting accurate readings from this medical device. Reference reports: mw5174229, mw5174231.